Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The patient had the central venous catheter inserted for photopheresis. After one week the white lumen was reported to be occluded. The patient reported that the outpatient clinic attempted to clear the occlusion with little success. The patient reported that while at home the lumen "exploded" and large hole was found in the lumen proximal to hub and distal to suture wings. The patient visited the emergency room once the break in catheter noted. The patient outcome is unknown.